Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the black box verified power on resets on (B)(4) 2012 associated with replace battery alarms and cartridge changes. No damage was found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. Performed a load, rewind, prime with no issues. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. A battery cap functional test was performed; no battery cap connection defects were observed. The battery cap contact height and width were found to be within specifications. Pump cover was removed and no evidence of moisture or evidence of damage to battery flex or power circuit was observed.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump started to bring her to the verify screen multiple times. The patient reported that she changes the battery cap two months ago and does not see any problems with the cap and does not think it is the battery, as she did not receive a low battery warning. The patient stated that the pump emitted a replace battery alarm immediately after inserting a new battery. This report is made based on the allegation of the power issue.